Event description:
A pt had responded to the facility via a pt satisfaction survey alleging that the infection pt suffered post surgery "came from a bad batch of sutures used during left total knee replacement". The knee replacement surgery was done in 2001. The pt was readmitted in the following month for a post operative staph aureus infection of the left knee. The pt was discharged almost a week later.